Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
User fell with dog on slippery road and hit joint. According to technician it was foggy and over-freezing wet. 14.01.22 at 08:15 h user injured herself in the process! Femoral neck fracture and a comminuted fracture on the amputated side (left), ortho-exo, surgery in the hospital (B)(6).